Event description:
A customer reported via phone call indicating that their insulin pump goes from a battery life of 100 percent to 60 percent very fast. The patient's blood glucose level was 257 mg/dl at the time of the call. The customer stated they thought it was a battery issue but it turns out that the insulin pump would just shut off on its own. The customer was informed that a new battery cap will be shipped to them to see if it would resolve the issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.